Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 it wasn't clear if the customer was hospitalized as a result of the high blood glucose level, however it was 426 mg/dl at the time of the hospitalization. The customer's mom stated that the insulin pump screen is broke. The customer was not wearing the insulin pump at the time of hospitalization. The customer stated that she went to the ER because she was not using her insulin pump after the screen not working the day prior for the customer. The customer did not want to troubleshoot for the high blood glucose reading. The customer stated the pump screen is not working so the customer was advised to discontinue use of the pump and revert to a back-up plan per the healthcare professional's instruction. The customer was advised the insulin pump will need to be replaced and the customer will receive a new belt clip. The insulin pump will be returned for analysis.